Event description:
It was reported that patient stopped charging the ipg as recommended causing the ipg to become inoperable. As a result, the ipg was explanted and replaced. Therapy was restored post operatively.